Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The case was reported to me by the theatre manager. She told me that dr. Fractured the pt's femur whilst using the calcar planar. Dr. Completed the operation. In addition, he cabled the fractured femur.